Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose over 500mg/dl. The caller stated that she was in a car accident while driving a month ago. The customer stated that she was fine after the accident, and the car was only scratched. The customer stated that the doctor indicated that she may not have taken enough insulin. The caller stated that the device was not disconnected while staying in the hospital. No further information was provided.